Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. The customer¿s blood glucose level was 900 mg/dl at the time of hospitalization. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer experienced nausea, vomiting and abdominal pain due to high blood glucose. The customer was treated with intravenous insulin. The customer was taken to hospital because he was throwing up. The insulin pump was not working and was not gave her insulin. Based on customer report customer allege insulin pump was under delivering because customers blood glucose was 900 mg/dl even when she just changed her infusion set. The customer did not report bent, leak or air bubble in tubing. Customer declined to test insulin pump. The customer was not able to perform the test. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. No under delivery anomaly or over delivery anomaly noted. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. No cosmetic damage noted. (B)(4).